Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: in 2004--the pt underwent surgery for repair of a ventral hernia with placement of a composix e/x mesh patch. As a result of using the mesh patch, the pt was caused to suffer, among other injuries, severe infection, bowel obstruction, hospitalization and caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress. In 2008--the pt underwent surgery to explant the mesh patch.